Event description:
It was reported a spectrum pump had an undetected upstream occlusion alarm. It was also reported there was no patient injury.

Manufacturer narrative:
(B)(4). Baxter received and evaluated the device. The reported undetected upstream occlusion was reproduced and confirmed through evaluation. The readings from the upstream sensor were below specification. This condition was caused by fluid intrusion into the upstream sensor, resulting in the reported symptom. The failed upstream sensor was replaced.